Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi (white light imaging and narrow band imaging) endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of a sandstorm occurring with the bronchovideoscope was not confirmed. Additional findings included the following: no electrical continuity due to damage on distal end, adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a scratch, control unit had a scratch, scope cover had a scratch, grip had a scratch, up, down plate had a scratch, angulation lever had a scratch, switch box had a scratch, forceps channel port had a scratch, insertion tube rotation ring had a scratch, image guide protector had a scratch, universal cord had a scratch, scope connector had a scratch, and scope connector cover unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a sandstorm occurs when using the bronchovideoscope. The issue occurred during preparation for use on an unspecified therapeutic procedure. The procedure was completed with a similar device, and without delay. There was no patient harm associated with the event.